Event description:
Additional information: "from the information I have received, the main issue with those lots is that the needle retraction failed. Difficult threading wasn¿t a standalone issue but as part of the difficulties when trying to get the needle to retract." Event dates: 30no2025. 18dec2025. 01dec2025.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4129761. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4162507. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4123600. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. D. Additional lot numbers were provided in this complaint for material number 381412. Lot # 4123600 mnf date 2024-05-03, exp date 2027-04-30 and lot # 4129761, mnf date 2024-05-15, exp date 2027-04-30.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: for the last few weeks, we have had issues reported specifically with the bd insyte autoguard 24 ga where the catheter will not thread and the button does not retract the needle. This is from multiple lots including 4123600, 4162507, and 4129761.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received a total of four sealed 24ga x 0.75in. Insyte autoguard units. Two units from lot number 4162507, one unit from lot number 4129761 and one from lot number 4123600. The units were visually inspected, and flour tested for any lack of lubrication that may cause threading difficulties. The units were then tested for needle retraction failure by breaking tip adhesion, slightly advancing the catheter, and then activating the button. All units retracted successfully, and no defects were observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
No additional information.